Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 3.1 and 3.2 were not detected on the bus and failed to open. The customer performed hard reboots twice, but the issue could not be resolved, and the drawers were still not working. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a, imdrf annex g, imdrf annex c and imdrf annex d.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer troubleshot the leds and found them to be functioning normally. The fse replaced the drawer controller, reseated the row board cable on all row boards, and cleaned foil debris from under and around the pocket and cubie trays. The system passed the acceptance test, and all pocket failures were automatically resolved after a reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 3.1 and 3.2 were not detected on the bus and failed to open. The customer performed hard reboots twice, but the issue could not be resolved, and the drawers were still not working. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.